Manufacturer narrative:
Method: (B)(4) device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No operative report or echocardiography is available. Device is being returned for evaluation.

Manufacturer narrative:
Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 2. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 2. These indentations were most likely left by a suture that was tied tightly down against commissure 2, thus leading to a gap at the coaptation region. No visible inconsistencies were noted in the x-ray. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4). Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
Reportedly, the valve was explanted soon after implant due to regurgitation. The customer reported that after having implanted the valve, the surgeon found bent stent (detected on echo) and explanted the valve and implanted a mechanical valve.